Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements which resulted in a lead safety switch (lss) from bipolar to unipolar. Boston scientific technical services (ts) was contacted for assistance and analyzed device data. Ts discussed rv pace impedance measurements and recommended further troubleshooting. The device was reprogrammed back to bipolar pacing. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the cause of the high out-of-range pace impedance measurements was loose setscrews. A revision procedure was done to tighten the setscrews and the out-of-range pace impedance measurements were resolved. This device remains in service. No adverse patient effects were reported.